Event description:
During an event when the neuroform2 microdelivery stent system reached the distal internal carotid artery, the physician tried to deploy the stent to cover the neck of the aneurysm. The stent was deployed fully without any complication but there was some difficulty when the stabilizer was being pushed and kinked. After full expansion of the stent, as soon as the physician was withdrawing the stabilizer, the stent "moved follow the stabilizer." Due to this situation, the stent could not cover the neck of the aneurysm, the physician wanted to fix it but it broke/shrank.